Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, this device and competitor left ventricular (lv) lead exhibited pacing inhibition and the patient experienced asystole when the competitor lv lead was inserted into the new device. Boston scientific technical services (ts) was contacted for assistance. Ts reviewed device data and found the device was operating normally. The suspected root cause was due to a lv lead sensing issue. The pacing inhibition was resolved by turning off sensing on the competitor lv lead. This device remains in service. No adverse patient effects were reported.